Event description:
It was reported that the patient had a swelling and possible infection at the ipg site. The physician believed that swelling around the ipg site was not device related and that infection was due to patients manipulation of the incision. The patient was placed on intravenous and oral antibiotics and was doing well.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a swelling and possible infection at the ipg site. The physician believed that swelling around the ipg site was not device related and that infection was due to patients manipulation of the incision. The patient was placed on intravenous and oral antibiotics and was doing well. Additional information was received that the patients wound was cleaned and closed. The patient believed that the infection was not device related.